Event description:
Same case as MDR ID: 2134265-2013-07087; 2134265-2013-07506. (B)(4) study. It was reported that side branch stenosis and angina occurred. Clinical assessment on (B)(6) 2013 indicated that the patient¿s qualifying condition was stable. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for cardiac catheterization. Subsequently the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 20 mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid left anterior descending (lad) with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of two 3.00 x 28 mm and 3.00 x 12 mm study stents. Following post dilatation, residual stenosis was 0%. Baseline core lab angiography result revealed 60% side branch stenosis at 1st diagonal. Post procedure angiography revealed 95% 'branch percent stenosis' in first diagonal. One day post procedure, the patient was discharge on dual antiplatelet therapy. On september 2013, patient presented with unstable angina. Angiography without revascularization was performed in response to the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).